Manufacturer narrative:
(B)(4). D10: 42535007101, psn tib por 0 deg spk kel e lt, lot 66984332. 42512000510, articular surface fixed bearing cruciate retaining (cr) left 10 mm height, lot 66197112. G2: the event occurred in japan. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 4 months post implantation of a left knee total arthroplasty, the patient experienced pain. X-rays were taken and identified tibial component loosening, and radiolucent lines to the distal femoral side. The patient has been indicated for a future revision. Attempts for additional information have been made and none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b4, b5, g3, h2, h3, h6, h10 the following section was corrected: h4 the reported event was confirmed via medical records. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. X-rays were provided and reviewed by a healthcare professional; they state that the left knee arthroplasty with noncemented components shows diffuse radiolucency around the tibial tray and tibial stem, consistent with tibial component loosening. A new small focal lucency is present beneath the anterior femoral component, although there is no gross evidence of femoral component loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.